Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a cryo ablation procedure, the patient went to the emergency department for chest pain and then was admitted to the hospital. It was also reported that the patient had pericarditis and recurrences of atrial fibrillation and atrial flutter. A cardioversion was performed and the patient reverted back to atrial fibrillation shortly after. A diagnostic left heart catheterization was subsequently performed. The next day, an electrocardiogram was performed and showed clinically significant atrial flutter. An anti-inflammatory was administered orally to treat the pericarditis, a calcium channel blocker and antihypertensive was administered orally to treat the arrhythmias and the patient's antiarrhythmic dose was decreased. About a week later, the pericarditis and chest pain resolved. About three weeks later, another cardioversion was performed and the atrial fibrillation and atrial flutter resolved. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.